Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins doesn¿t work and is off. The caller didn¿t have any further information. No symptoms or further complications were reported.

Manufacturer narrative:
Event is a product problem and an adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient doesn't know what to do with their device. It was reported that the patient was in the hospital for pain. The rep instructed the patient to call technical services and request a new ins recharger (insr) to rule out the recharger as the cause of the issue. The rep preferred not to attempt a physician mode reset (pmr) unless necessary. The rep plans to work with the patient when they are discharged from the hospital.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins not working was first noticed in (B)(6)of 2018. The patient noticed it wouldn't hold a charge after charging for over 8 hours. The next day the ins was dead and it wouldn't turn on or stimulate. The issue has not been resolved as the patient has been in and out of the hospital multiple times, so they have been unable to respond in a timely manner. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had not charged since (B)(6) 2018. At that time, the implantable neurostimulator recharger would connect to the implantable neurostimulator and he would get all of the coupling boxes and then he would lose coupling. The patient has been treating his back pain with medication. The patient had gained 10-15 pounds of water retention which was noted to be unrelated to the device or therapy; however, the patient was wondering if this could be an issue with recharging. The patient had been previously told that there was an issue with the implantable neurostimulator. The patient has not been able to charge the implantable neurostimulator. The manufacturer representative was going to interrogate the implantable neurostimulator and then request a replacement implantable neurostimulator recharger. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's physician would like to replace the ins, but since the device hasn't reached end of service, they don't think that insurance would cover a replacement. It was reiterated that the ins "died after 17 months." The patient was urged to contact the manufacturer to see of they could have the device checked. No further complications are anticipated.